Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which confirmed the reported complaint as the cut-off pressure was outside the specification. An uncalibrated downstream occlusion (dso) sensor was found, and it needed to be recalibrated to fix the issue. The technician confirmed resolution of the reported problem, and the device will be submitted for functional and delivery testing. Upon confirmation that all functional and accuracy test results meet specification, the device will be returned to the customer.

Event description:
It was reported that the device pump indicates overpressure between the pump and the patient. There was unknown patient involvement and unknown patient harm/adverse event reported.